Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the system not working was because the patient just stopped charging the unit, so it went into power on reset (por). A por was performed and the patient was able to charge again effectively. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that hcp was inquiring about MRI guidelines. Unknown if the MRI is due to device or therapy. Hcp stated that the patient is having more pain and mentioned past back surgeries. Hcp also stated that the patient reported to her that the system does not work. Hcp stated that she is interpreting that as maybe she is just elderly and gave up on using it because she did not know how to operate it. This is the hcp interpretation. Additional information was received from the manufacturing representative (rep) it was reported that power on reset (por) was seen. No trauma/fall reported that could be related to the issue. Reviewed how to clear power on reset (por) rep stated they are not with patient. No further patient symptoms or complications were reported in this event.